Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 3.5" (9 cm) appx 0.74 ml, smallbore quadfuse ext set w/4 remv microclave¿ clear, 4 clamps (red, white, blue, yellow), rotating luer experienced a disconnection during patient use. It was reported that when disconnecting the intravenous (IV) tubing from the microclave, the IV tubing snapped inside the microclave, and part of the IV tubing was still retained inside the microclave. A screenshot has been provided showing the item and lot number of the defective product and the description of the issue. The separation/disconnection occurred at the hub/microclave of the port with the yellow clamp. The tubing was infused with 5% dextrose in lactated ringer's (d5 lr). No blood loss or bleedback. The tubing/quad extension was replaced. Sample photos have been provided showing the set-up. There was a patient involved, no harm, and no delay in therapy.

Manufacturer narrative:
One (1) used. List #unknown, lactated ringer's and 5% dextrose injection usp baxter 1000 ml intravenous bag connected to one (1) used, infusion set and one (1) used list #mc330440, connected to one (1) used, t-connector with microclave were returned for evaluation. As received a broken male luer was observed to be stuck inside the activated microclave, and the broken part of the male luer was found in the mating device. White stress marks were observed in the broken parts. Complaint of separation can be confirmed. The probable cause is due to unintentional twisting bending force applied during use. The device history for lot# 13677677 was reviewed and no nonconformities were found that would have led to the reported condition on the complaint. D9 - date returned to mfg: 5/6/2024.